Manufacturer narrative:
(B)(4). Insulin pump alarmed flash write error during motor rewind. It was not able to perform bolus units due to constant error alarm. No cosmetic damage noted.

Manufacturer narrative:
The insulin pump alarmed during motor rewind due to poor solder joint at mother board. The insulin pump was unable to prime due to constant alarm. The insulin pump was unable to perform the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to constant alarm. No cosmetic damage noted.

Event description:
Customer reported that the insulin pump alarmed flash write error and keeps trying to force a rewind. Customer stated the alarm occurred during the rewind sequence. Customer was instructed to disconnect and remove the reservoir from the insulin pump and perform the rewind process again and deliver a normal or easy bolus into the air; customer was unable to exit the rewind sequence. Blood glucose value is 263 mg/dl. Nothing further reported.